Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type ii. The patient¿s whole system was removed and they were implanted with a new pain stimulator percutaneous lead on (B)(6) 2016. However, it did not work so the healthcare professional (hcp) replaced it with 2 new percutaneous leads on (B)(6) 2016. The rep had no serial number information. No further complications were reported/are anticipated.